Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No ramping numbers or scroll bar moving on its own noted. Unit also received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer reported via phone call that the night before when she attempted to bolus, the buttons on the insulin pump were not working. The numbers on the bolus screen started to scroll. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.